Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the device came in with the micron filter disconnected and the pump was bad. The pump was replaced. The fan, fan filter, flow rate, gas calibration, leak, power on, pressure sensor, and final visual inspection were checked/tested and all passed. The root cause was determined to be the defective pump. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's o2 zero failed and agm zero failed. There was no report of patient involvement. No additional information is available.